Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that impedances on electrodes 5, 6, and 14 were high. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative (rep) regarding the patient. It was reported that the rep gave the patient a new programmer that did not utilize the high impedance contact. The patient was reprogrammed. The cause of the high impedance was not determined. No further complications were reported.